Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after attempting to charge the pump, despite using multiple wall adapters and power sources. The customer's blood glucose (bg) was 160 mg/dl. Reportedly, the customer was able to charge the pump successfully by plugging the cable into a computer usb port. The customer reverted to insulin pen injections for alternate insulin therapy.